Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by diarrhea. The cause of the event was not reported. The patient was hospitalized for the event. Treatment details were not reported. Action taken with dianeal and extraneal therapies were not reported. The patient's recovery status and outcome of the event were unknown. No additional information is available.